Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up button and it is not possible to confirm the e8 (power interrupt) error messages.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. She changed the battery, but this did not resolve the issue. No physiological effects were reported. The infusion device was requested for evaluation.